Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, large suturecut needle driver instrument jaws did not close while in use. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of jaws not closing was confirmed. The large suturecut needle driver instrument was analyzed and found to have blade damage near the middle of the blade. One of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Field e4. Initial reporter sent to FDA was updated to yes. Related report number 1 (h10) was updated to mw5178871.